Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "osteolysis" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient with juvederm vista volux xc the jaw. Patient then went to the dentist to get orthodontic treatment and had a CT scan and was told "bones were melting." Symptoms unknown. This is the same event and the same patient reported under emdr-(B)(4). This emdr is being submitted for the serious unexpected adverse drug experience.